Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a reversal of an ileostomy procedure, after firing of the stapler, the surgeon retracted the black knob and opened the stapler to remove the stapler, however, the knife blade did not retract and cut the bowel. The bowel was repaired by suturing to resolve the issue. The patient is still being monitored in the intensive care unit.